Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from the patient. It was reported the patient had lead soreness on (B)(6) 2017. The patient needed digital stimulation to have a bowel movement on (B)(6) 2017. The patient was sensitive to their catheter while on program 2, and a program change was made on (B)(6) 2017 from program 2 to program 1 which resolved the sensitivity to the catheter. On (B)(6) 2017, it was reported patient is not meeting a 50% improvement with symptoms. Patient services had patient change to a new program, but patient wanted to wait a little while until the stim from previous program subsided before adjusting amp on new program, and patient will adjust on his own. On (B)(6) 2017 after program change patient reported having difficulty catheterizing but thinks it¿s due to low/no warning. On (B)(6) 2017 patient states that while being on program 3 he had more nerve pain that took place. Patient is a paraplegic and in a wheel chair. Patient has this pain but seems that the program 3 made it worse. Patient was on a different program than 3 and doing okay so no adjustments were made at this time, and patient was advised that turning down the stim might help the nerve pain as the higher the number does not mean the better the results. On (B)(6) 2017, patient requested program change although meeting minimum of 50%. Patient feels he did better with the other programs. Patient also mentioned feeling stim at lower level than on current program. There were no further complications that have been reported or are expected as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted:(B)(6) 2017, product type: lead.

Event description:
Information was received from a trial patient in advance evaluation. It was reported that patient was little groggy yesterday after coming home from the hospital. Patient also had pain at lead site and nausea. A day later, patient further reported that he was a paraplegic and experienced autonomic dysreflexia yesterday. The symptoms involved nausea, feeling light headed and low blood pressure. On (B)(6) 2017, patient reported he had soreness at lead site. Spasm was also noted. Patient stated he ¿digital¿ stim in order to have bowel movement on (B)(6) 2017. It was noted that he sensitive to cath while on program 2. Troubleshooting included changing program 2 to 1. Patient stated problem was solved from sensitive to cath after programming took place on (B)(6). On (B)(6) 2017, patient reported that he has to had his mom change the dressing several times. Patient was advised to connect with healthcare provider (hcp). It was unknown if the issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.